Event description:
It was reported that a proultra tip #5 separated in a pt's tooth. The separate piece was retrieved without injury.

Manufacturer narrative:
Though there was no report of pt injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr (B) (6)). Therefore, this event is reportable per 21 cfr part 803. The device was returned and confirmed as having separated. Also, a DHR review was conducted with no discrepancies noted.